Event description:
Peg tube. The nurse attempted to flush the peg tube with water prior to administering medication via the peg tube. The tube would not flush. The family member assisted and began to "milk" the peg tube and it broke-approximately 2-2 1/2 inches of tube broke off.